Manufacturer narrative:
Unit received compromised force sensor alert system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor alert system test, excessive no delivery test due to compromised force sensor alert system alarm. However, unit passed rewind test and displacement test.

Event description:
The customer's mother was reported via phone call that they had in emergency medical services due to hypoglycemic event and also had high blood glucose. The customer's blood glucose was unknown. The customer stated that when she does the priming process, the insulin pump just shoots out the insulin. The customer troubleshooting was performed. Customer reported that they were able to clear the alarm. Customer was able to complete rewind. The customer was advised the insulin pump will need to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.